Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and on the shaft. This is consistent with preparation and the sds advanced at least partially over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first two rows at the proximal end of the stent implant. The proximal shoulder of the balloon was wrinkled. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 50 cm. As the noted wrinkled balloon and hypotube bends were not reported with the case information, the damages may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. Considering the extent of the damage (stretched), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is likely that the damage occurred during handling of the product during preparation for use or during advancement of the sds over the guide wire. Analysis noted there was a greenish material on the stretched struts at the proximal end of the stent implant. The stent and green substance were sent to the chemical lab for further analysis. The chemical analysis report revealed that the green substance is similar to the representative types of teflon but could not determine the origin. Teflon is used in the manufacturing of guide wires. All sds are inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent. The green substance was not reported with the case information and was not noticed until return analysis of the device at abbott vascular. Teflon on the stent suggests that the sds and stent may have come in contact with a guide wire at the account. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent damage, foreign material, bends or bunched balloon for this lot. There is no indication of a lot specific product quality deficiency. The reported stent damage appears to be related to the operational context of the procedure. All sds are visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a procedure of the right coronary artery, the balance middleweight universal guide wire and a non-abbott 6 fr jr4 guiding catheter were used to cross the lesion. Direct stenting with a 2.75 x 28 mm xience v was planned; however, when the device was removed from the packaging and was being prepared for use, the proximal stent struts were observed to be damaged. The device was not used in the anatomy. A new xience v of the same size was used to complete the procedure. There was no reported patient effect. Though requested, no additional information was provided. Returned device analysis observed a green foreign material on the stent.